Event description:
It was reported to philips that the c-arm movement was unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the device was used for bronchial angiography at the time of event. It was reported that the system geometry movement was not available, c arm and l arm cannot move, and table cannot be locked. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed the error "application error: error on [movement=detector rotation]"and the tooth belt fdxd rotation was damaged. Fse replaced the tooth belt fdxd rotation. After the replacement of tooth belt fdxd rotation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.